Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the plug socket does not read all instruments occurred due to the following reasons. Since the output connector was damaged, communication with a scope became unavailable. Therefore, not recognizing a connected scope. The cause of why the output connector was damaged could not be identified. In addition, due to damage in the connector, not all devices are recognized occurred because the output connector terminal and upd connector terminal were electrically broken due to a damage on the output connector. The cause of why the output connector was damaged could not be identified. It was also noted, that terminals between the output connector and upd connecter are for transmitting coil driving signals of the upd scope. Since the scope could be physically connected, this device defect included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered damage in the connector and not all devices were recognized. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, plug socket does not read all instruments on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.